Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 60mm abdominal aortic aneurysm. The main body prothesis was correctly sized until 25 mm under the renal. The index procedure was successfully performed with the positioning of the main body and 2 limbs and the neck and overlap correctly ballooned as per the IFU. A small endoleak was evident in the final angiogram, which was suspected to be either a type IV endoleak due to porosity or a type ii endoleak because the lumbar arteries and sma were open. It was reported approximately 6 months post the index procedure, follow up CT showed huge infolding. Per the physician the cause the infolding is device related (to the suture between stent and fabric). No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
B5; additional information received: it was reported that a large type ia endoleak caused by the infolding was identified on cts from 6 months after the index procedure medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported stent graft infolding, type ia, and type ii endoleaks were confirmed on the provided films. The reported type IV endoleak could not be assessed as intraoperative images were not available for review. The cause of the type ia endoleak is most likely related to the infolding, while the type ii endoleak is likely due to retrograde flow into the aneurysm sac from patent collateral vessels. The cause of the infolding could not be determined. A new event of stent thrombosis was observed along the main body graft, with significant thrombus observed along the length of the right limb stent graft where partial occlusion was observed. It is possible that the pre-existing thrombus in the proximal neck, associated with iliac tortuosity and infolding, may have been contributory factors, but this could not be confirmed. Other potential contributors include an unknown coagulopathy or a previous history of peripheral artery disease (pad). Analysis of the returned films did not reveal any out-of-specification stent graft integrity issues. B5; additional information received: it was reported the infolding has been treated and resolved with the implant of a non mdt balloon expandable stent. It is unknown which endurant limb was implanted on the right side, it was said thrombotic occlusion in the right limb would have been caused by the infolding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.